Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the replaced segment was discarded by the customer, but was informed it would be returned. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot (B)(4), ubd: 30-jan-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving baclofen (unknown concentration and dose) via intrathecal drug delivery pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient was exhibiting symptoms of acute withdrawal on (B)(6)2018. The patient was paraplegic. She went on an amusement ride on (B)(6) 2018, and on(B)(6) 2018 had some stiffness. She was showing symptoms of itching and spasms (severe). The patient was in the emergency room waiting room/parking lot. The patient did not hear a pump alarm. She was admitted to the hospital after having increased symptoms of spasticity. The physician determined that a catheter and pump exploration was needed via surgical intervention. The pump was interrogated and found to be working properly. Images (unknown when or what) were taken and indicated a kink in the catheter. The physician decided to do a catheter exploration to find the kink. A kink in the catheter was found at the proximal end. The segment was replaced by a 8781 with the distal portion (old catheter) left in the spine. The catheter was reconnected to the pump, aspirated from the catheter access port, and primed. The issue was resolved and the patient status was "alive - no injury" at the time of this report. There were no known environmental/external/patient factors that may have led or contributed to the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.